Event description:
Per the product field report, "while doing procedure physician noted ring separation of vueport. When product removed, they discovered distal ring (balloon marker) had completely come off and proximal balloon marker could slide up and down catheter. They believe ring is in pt's lung and cannot yet retrieve. Pt stable at the moment." A decision was made by the physician not to retrieve the ring after consultation with a pulmonary specialist and interventional cardiologist.